Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. The working channel sleeve was tugged on to remove it from the catheter. The inside of the catheter did have a visual evidence of the adhesive used to attach the working channel sleeve to the inside of the catheter the complainant was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure. According to the complainant, during procedure, when the spyscope ds was articulated, it was noticed that the working channel sleeve of the spyscope ds protruded and caused a mild bleeding inside the common bile duct. The device was then removed from the patient. The bleeding stopped after flushing the common bile duct with adrenalin. Reportedly, no part of the device detached inside the patient. The procedure was still completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure. According to the complainant, during procedure, when the spyscope ds was articulated, it was noticed that the working channel sleeve of the spyscope ds protruded and caused a mild bleeding inside the common bile duct. The device was then removed from the patient. The bleeding stopped after flushing the common bile duct with adrenalin. Reportedly, no part of the device detached inside the patient. The procedure was still completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.